Manufacturer narrative:
Upon investigation of the alarm trace, a sample short alarm occurred prior to sample measurement. Later, an abnormal pipetting alarm and four sample short alarms occurred. A pre-analytic sample handling issue is assumed. The sample probe was likely contaminated or partly blocked with gel, clots, or fibrin and not enough sample was pipetted. The crp assay uses a 2 ul sample volume, so an erroneous low result with this test would also point to a pre-analytic sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for crpl3 c-reactive protein gen.3 (crp), creatinine (crea), and ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 6000 c (501) module - c501. The erroneous initial results were reported outside of the laboratory. Roche markets multiple reagents for crea. The specific crea reagent that was used was requested but not provided. The customer stated that they received a sample short alarm during the time that the sample was initially run. There were no issues seen with the sample. The 10 previous samples were checked and there were also no problems with these samples. There was enough sample in the sample tube. The sample resulted as: crp = 0.77 mg/l with a repeat of 82.65 mg/dl, chloride = 2.7 mmol/l accompanied by a data flag with a repeat of 100.8 mmol/l, potassium = 0.09 mmol/l accompanied by a data flag with a repeat of 4.05 mmol/l, crea = 1 umol/l accompanied by a data flag with a repeat of 99 umol/l accompanied by a data flag, and sodium = 3 mmol/l accompanied by a data flag with a repeat of 140 mmol/l. No adverse events were alleged to have occurred with the patient. The crp and crea reagent lot numbers and expiration dates were requested but not provided. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided.